Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. He implant and instruments were not returned for evaluation. The following sections have been updated: b4, e1, e3, h2, h6, h10

Event description:
A revision surgery was performed to remove implants at l5-s1 and extend the construct to l4-l5 with bilateral caliber spacers at l4-5. It was determined through final intraoperative x-ray that the caliber spacer implanted on the patient's right was positioned too far anterior. Attempts were made to remove and pull back the implant; however, this caused the spacer to advance further anteriorly. The patient experienced significant blood loss and was flipped supine and received vascular intervention. The patient passed away.